Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code 5, with a fault ID of 0x2147. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will use mdi as a backup therapy. Customer technical support decided to replace the pump, confirmed the shipping address, and advised the customer on the procedures for returning the malfunctioning pump. The replacement pump will be provided with updated software, and training will be available through the customer's tandem source account.